Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 60mm abdominal aortic aneurysm. It was reported the patient returned for a follow-up approximately 5 years post the index procedure where a CT showed the presence of a type ia endoleak. The physician carried out a taaa debranch unitary and the endoleak had resolved.  As per the physician the cause of the endoleak was due to disease progression. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.